Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the buttons were unresponsive while attempting to change the reservoir and the insulin pump alarmed no delivery. The blood glucose reading was 566mg/dl. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the frozen display continued with the time clock not advancing. No further information was provided.